Event description:
It was reported that the attachment overheated during a procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, heavy debris was found in the collet and upper bearing. Debris can cause friction between rotating components, which can cause heat.